Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Event description:
On (B)(6) 2016, variax clavicle surgery was performed. One week after surgery, fixation defect was confirmed. On (B)(6) 2016, revision surgery was performed.